Event description:
Boston scientific received information that this right ventricular lead was displaying noisy signals and over sensing. It was reported that the patient had greater than two seconds of asystole on the electrogram. The physician elected to turn tachy therapy off and decrease the sensitivity to the rv lead. The patient is going on an extended vacation, so the physician advised the patient to seek medical attention if they feel any symptoms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.